Event description:
The following events were reported to cyberonics, which were included in the vns patient's multiple clinic notes provided to the cyberonics representative from the patent's current surgeon. On the clinic note dated early 2003, the treating physician at that time noted that the patient had the vns generator replaced in 2002 and the patient did relatively well following the surgery, until approximately two weeks after when the patient had 4 seizures in one day. The patient had no additional seizures and therefore the levels were not checked at the time of the office visit. It was also noted that the following month, the patient had no witnessed seizures, but began having problems hearing voices with psychosis. The patient was subsequently admitted to a psychiatric hospital for six days. Medication changes were made at that time which included tegretol dosage increase, and effexor was re-started. The patient had no additional seizures in the interim. The other medications that the patient was taking at the time are listed. The physician re-programmed the vns output current to higher settings based on tolerability at that office visit. The conclusion of this clinic note stated that the plan was to see the patient in 4 months. The next clinic note received was dated 12/19/2006 which were dictated by a new physician and indicated that the device had been disabled several months following the generator replacement that took place in 2002 and vns has not been used since. The patient has subsequently had the generator explanted as the patient and surgeon decided that removing the battery will allow the patient to continue to get a workup with ob/gyn with a careful breast examination and further follow up as necessary. Good faith attempts have been made with the treating physician to obtain additional information regarding the reported events that occurred the following month, 2002 through 2003, but have been unsuccessful to date. Additionally, good faith attempts to obtain the explanted generator for analysis have been made, but have been unsuccessful to date.